Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a chipped air detector and fluid ingression. The device event log had no related findings but did have high pressure alarm messages recorded. Functional testing included use testing. The pump was powered on and an error code was displayed. The software applications were reinstalled. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined. The pump battery door was replaced.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that there was an issue with the pump's battery door. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.